Event description:
The respiratory therapist states she has a pt that she put a tracheostomy tube and there is a leak in the cuff. The tracheostomy tube was placed on a female pt in 2009, and was found to be leaking in the next day. The tracheostomy tube was pretested per the directions for use. When the leak was noticed, the tracheostomy tube was removed, and another unspecified tracheostomy tube was placed in the pt.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.